Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported single leaflet device attachment (slda) per the physician is related to the patient conditions. The reported tissue damage appears to be possibly due to the slda. The additional therapy/non-surgical treatment was a result of case-specific circumstances as a additional clips were implanted to stabilize slda clips and treat the tissue damage. The patient effect of tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment/slda, tissue damage, and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted prolapsed posterior leaflets and frail leaflets. The first xtr clip delivery system (cds 00324u127) was advanced to the mitral valve, and the clip was deployed in the a3/p3; however, the clip became detached from the posterior leaflet (single leaflet device attachment/slda). Then an xtr clip (00324u162) was deployed in the a3-a2/p3-p2. However, this clip became detached from the anterior leaflet, but remain attached to the posterior leaflet (single leaflet device attachment/slda). Tissue damage was noted, possibly due to the slda clips. Two ntr clips were deployed to stabilize both sldas and treat the tissue damage. The physician stated the slda was due to the pre-existing patient anatomy. Four clips were implanted, reducing mr to 1. There was no clinically significant delay in the procedure. No additional information was provided.